Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ ni. Device product code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 5 of 12 mdrs filed for the same patient (reference 1825034-2016-04329-337 and -04339-41).

Event description:
Patient underwent a right shoulder procedure on an unknown date for unknown reasons.